Manufacturer narrative:
Cmp-1042523 proposed component code: mechanical (g04) - stem. D10: cat# s001140 lot# 830200 selex/magnum mod hd 40mm std. Cat# us157846 lot# 212290 m2a-magnum pf cup 46odx40id. G2: foreign - event occurred in canada. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent an initial hip procedure. After removal of the trial femoral component, a greater trochanteric tip fracture was identified and repaired by drilling with soft-tissue suture fixation utilizing the gluteus minimus. It was reported that no further information could be provided.